Event description:
(B)(6) reported an issue with a charging port that was bent and had damage to the metal, making charging difficult. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting and is in the process of acquiring a new device.